Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Customer changed supplies to address the issue. The customer's blood glucose level ranged from 230 mg/dl to 248 mg/dl.